Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had constant error alarms, problem isolated to mother board. No blank display during testing noted. The insulin pump had a scratched display window.

Event description:
It was reported that the customer was hospitalized for illness that causes her blood glucose to be high and low. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's insulin pump got a low battery alert and a blank screen. Caller stated that they insert a new battery and had the same issue and the insulin was not delivered. Nothing further was reported.